Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. An 8 x 3.50 mm promus premier¿ drug-eluting stent was advanced for treatment. However, stent dislodgement occurred. No patient complications were reported and the patient's status was stable.